Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the complaint states: ¿it was reported that the ceased to use the cement (p/n: 3070040) during the surgery on (B)(6) 2019. The surgeon broke the ampoule of monomer at the neck according to the normal procedure however the ampoule breakage was heavily, and bottle debris had fallen into the cement polymer, so the surgeon ceased to use the cement in question and used other cement. The surgery was completed by using other cement within a 30 minutes surgical delay. There was no adverse consequence to the patient. The cement in question and "the smart mix open bowl (p/n: 540138000)" which used in combination had been discarded by the hospital judgement. No further information is available.¿ device history lot : device history reviewed 10 jan 19. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the ceased to use the cement (p/n: 3070040) during the surgery on (B)(6) 2019. The surgeon broke the ampoule of monomer at the neck according to the normal procedure however the ampoule breakage was heavily, and bottle debris had fallen into the cement polymer, so the surgeon ceased to use the cement in question and used other cement. The surgery was completed by using other cement within a 30 minutes surgical delay. There was no adverse consequence to the patient. The cement in question and "the smart mix open bowl (p/n: 540138000)" which used in combination had been discarded by the hospital judgement. No further information is available.